Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the distal struts were crushed and out of crimp position. The damage to the stent is consistent with force/resistance being encountered on advancement of the stent delivery catheter. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks along the length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-jun-2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.50 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a 2.75x20 synergy stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.